Event description:
The following information was reported: the mynx sealant was deployed, tamped and after the swell time, the device was removed at which time it was noted that half of the sealant was on the delivery system above the deflated balloon. Manual compression was applied for 10 minutes. The patient was not hospitalized. Procedure type: diagnostic peripheral stick location: low sheath size: 5f vessel size: 6mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported that half of the sealant was on the delivery system above the deflated balloon after the device was removed. The reported information indicates that the deployer may have pulled the advancer tube and the balloon catheter together through the tissue tract. If the advancer tube is not held in place while removing the balloon from the access site, the sealant may become dislodged from above the arteriotomy and attached to the balloon. The review of the lhr (f1427209) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).